Manufacturer narrative:
Section d serial number added. Additional codes added to section h3 evaluation code result and conclusion. Device evaluation summary: one pressure solenoid (psol) printed circuit board (pcb) was returned to medtronic for further analysis. The part was visually inspected and functionally tested with no anomalies observed. The adjustment of the component psol pcb did resolve the issue in the field; however, the returned component psol pcb was analyzed and was testing satisfactorily. With the information available a likely cause could not be determined. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator and found an alert code and reported that the pressure solenoid (psol) printed circuit board (pcb) was adjusted to address the issue. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. The adjustment of the component psol pcb did resolve the issue in the field; however, with the information available a likely cause could not be determined. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 740 ventilator generated an alarm and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.